Event description:
It was reported that a low impedance message was received after a pt underwent generator replacement surgery in the operating room. The surgeon initially replaced the pt's generator and connected the new generator to the old leads. System diagnostics was performed twice resulting in low impedance value of 286 ohms. The surgeon re-inserted the pin and system diagnostics were still indicative of low impedance. A search in the manufacturer's programming database indicated the pt's old generator had previously decreased in dc dc code and the pt had reported an increase in seizures recently. Furthermore, the pt was implanted with the new generator and the treating nurse programmed the pt to normal therapy at 2.5 ma and the ohm was 286 ohms. No further interventions were planned other than to monitor the pt after the implant surgery. Good faith attempts to obtain add'l info have been unsuccessful to date. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis of the generator revealed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.